Event description:
The hcp reported that the patient has had return of symptoms. The hcp expected 6.4cc; actual volume aspirated was 8.6ccs. The patient was receiving fentanyl 6000 mcg/ccs. A roller study was performed and no roller movement was noted. The hcp plans to replace the pump in the near future.